Event description:
During pt transport, the control panel of the dual drive console (ddc) locked up and the ventricular assist device (vad) stopped pumping after the console was pushed over a bump. The pt was switched to a back-up driver without incident. The device was evaluated on-site by a thoractec service technician. The failure could not be duplicated and the device met all specifications. Therefore, the case of event is unknown.